Event description:
As reported by the user facility ((B)(6)): infusion pump occurred too quickly - over infusion: infusion pump started at 12:30, (B)(6) 2013 at a rate of 10mls/h and at 19:00 the 250ml bag was early empty. Ref MFR # 9610825-2013-00128.